Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported several cases of vitrectomy cutter not activation during a procedure. The system was re-booted and surgery was completed with no harm to the patients.